Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 correction: annex g event summary as reported, during a ureteroscopy and ureter lithotomy procedure, the basket from an ngage nitinol stone extractor would not open when the device was advanced into the patient to retrieve a stone. The device was not tested prior to use. No stones were able to be retrieved prior to the device failure. The procedure was completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions (mi), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was returned in opened packaging to cook for investigation. There was no visible damage to the device. The handle was able to smoothly open and close the basket without issue. The failure could not be reproduced. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the available information, cook has concluded the cause for the failure of the basket to open during use could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25apr2023: the device was not tested prior to the ureter lithotomy procedure. No stones were able to be retrieved prior to the device failure. The procedure was completed with another device of the same type.

Event description:
As reported, during a ureteroscopy procedure, the basket from an ngage nitinol stone extractor would not open when the device was advanced into the patient to retrieve a stone. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested but is not available at this time.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.